Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a mentor artoura breast tissue expander 750cc and experienced deflation on the left side post-operatively. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the tissue expander, the tear was not identified. As a result, leak testing was performed in accordance with mentor procedures, and a tear was identified at the 6 o¿clock position. When evaluated under a microscope the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. As the authorization form for examination was not received the evaluation was limited to non-destructive testing. Potential cause: while deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer¿s reference number: (B)(4).